Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues with heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), were reported or identified through this evaluation. The downloaded controller event log file contained a driveline disconnect alarm on 04dec2025 consistent with the controller being disconnected from the pump after the patient passed away. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed while connected to the driveline. It was reported that heartmate 3 lvas, serial number: (B)(6), was not returned for evaluation, and no autopsy was performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although there were no device issue reported, the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated that the date of death was (B)(6) 2025, and that the patient had worsening right ventricular failure and pulmonary hypertension leading up to death. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that two system controllers were returned for an unknown reason. It was later communicated that there was no recollection by the site in returning the equipment as the patient had been on home hospice and since passed away, date unknown. The team did not suspect any device malfunction, so they had no stated reason to nor were aware that it was returned.